Event description:
Reportedly, smartview connect did not connect to patient pacemaker since 18 august 2024. Indeed, the smartview connect could not be activated. On october 24, 2024, the charging station ws tested as hospital and it did not work. However, the evice could be activated when the battery was completely removed. When reinserting the battery, the device would go off immediately.

Manufacturer narrative:
Analysis of the returned subject device did not confirmed the reported event: the device could be activated and is able to communicate normally. The most probable hypothesis is that an hardware issue occured causing the device to not be able to work correctly. The root-cause could not be clearly established. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The subject device is not yet returned, analysis is not available.

Event description:
Reportedly, smartview connect did not connect to patient pacemaker since (B)(6) 2024. Indeed, the smartview connect could not be activated. On (B)(6) 2024, the charging station ws tested as hospital and it did not work. However, the evice could be activated when the battery was completely removed. When reinserting the battery, the device would go off immediately.